Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. System related product: enveor-us lot # 0007985199

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a proper depth. As the delivery catheter system (dcs) was being withdrawn through the valve, the nose cone caught on the valve frame and dislodged it from the annulus into the ascending aorta. A snare was attached to the lesser curve paddle of the valve and a second transcatheter bioprosthetic valve was passed through the first valve and implanted successfully. The first valve was left in the ascending aorta. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.